Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the abutment at tooth site 36 loosened and while trying to remove the cap, the abutment was removed. Abutment was placed on (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpc442u, (certain low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation and functional test was performed, the returned abutment has signs of use and was identified as reported. The abutment's cap was easily removed using an in-house driver, and the abutment's threads have some wear however, the abutment engaged and retained an in-house implant as intended. DHR review was completed for the subject lot number 2023030328. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023030328 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The screw threaded into an in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.